Manufacturer narrative:
Section h3, h4: additional information. Manufacturer's investigation conclusions: the report of a s3 alarm was confirmed through the analysis of a data log file retrieved from the returned centrimag 2nd gen primary console sn (B)(6) per the log file, on january 15, 2019 the console was supporting a system at a speed of ~5100rpm and a flow of ~5.2lpm for over 104 hours without any issues. However, at approximately 5:30am on january 15, 2019 the log file captured an active system alert:s3 alarm which was caused by an active sf_sps_supply_5v_2 fault. This fault status did not affect the console's ability to support the system at the set speed and resolved on its own approximately 16 seconds after activating. No further s3 alarms were captured throughout the remainder of the log. Multiple speed changes were performed and the console responded as designed each time. The console continued to support a pump until ~8:54am, when the pump was captured as disconnected. The returned console was evaluated and tested at mcs zurich under RMA 19-039. To try to reproduce the failure the complaint console and flow probe (sn 66059) were tested along with a test motor and loop at the operating point that triggered the error according to the log file (5100rpm and 5lpm). The system was operated for two days and no faults occurred. The console always operated as intended. The console was then subjected to a burn-in test, with did not trigger any failure. Further checking of the log file and printed circuit board (pcb) schematics indicated that the sf_sps_supply_5v_2 fault can be linked to a "speaker 2 off" voltage event. The register of the values associated with this fault were analyzed in the log file before and after occurrence and all registered values were found to be within specified range. Since the sps board is the component triggering the 5v supply error, the sps board was replaced as a preventative measure, even though the error was not reproduced. During replacement of the sps pcb a component of the flow board was mechanically damaged, thus, the original flow board was also replaced with a new pcb. Due to the preventative action, a new burn-in test was performed and the unit passed successfully. The root cause of the reported event could not be conclusively determined during the investigation. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This medwatch is reporting the primary console. The motor is reported under medwatch MFR report # 2916596-2019-00742. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was placed on extracorporeal membrane oxygenation (ECMO) support. It was reported that an s3 alarm occurred on the primary console while in use on the patient. During changeout of the primary console and motor, the patient arrested requiring cardiopulmonary resuscitation. The whole event took 10 seconds with immediate return of cardiac function and electrocardiogram (ECG) once ECMO was reinstated. It was reported that there was no detrimental effect to the patient. No additional information was provided.